Event description:
A healthcare professional reported that a patient had juvéderm® volux¿ injected in the jawline over a year ago. The patient returned recently, and the hcp observed some swelling and inflammation in the area that may be ¿delayed onset nodules.¿ the patient has been managing the complication with ace and has not asked for any additional support.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.